Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-04. H6: investigation summary: bd received 8 samples and no photos that were returned by the customer in support of this complaint. The samples were visually and functionally evaluated with no issues being identified. Additionally, 10 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the sample and retention testing did not exhibit the customer¿s failure mode relating to ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® 0.5 ml 0.105m buffered trisodium citrate blood collection tube experienced difficult/unable to pierce through stopper. The following information was provided by the initial reporter. The customer stated: "the stopper on product 367714 got stuck in single use holder (greiner) when pulling out the tube. The blood continued to flow, as there was no tube. This has happened twice and only with this citrate tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® 0.5 ml 0.105m buffered trisodium citrate blood collection tube experienced difficult/unable to pierce through stopper. The following information was provided by the initial reporter. The customer stated: "the stopper on product 367714 got stuck in single use holder (greiner) when pulling out the tube. The blood continued to flow, as there was no tube. This has happened twice and only with this citrate tube."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 0.5 ml 0.105m buffered trisodium citrate blood collection tube experienced difficult/unable to pierce through stopper. The following information was provided by the initial reporter. The customer stated: "the stopper on product 367714 got stuck in single use holder ((B)(4)) when pulling out the tube. The blood continued to flow, as there was no tube. This has happened twice and only with this citrate tube."